Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer indicated via phone call that the pump cannot exit the preparing the prime loop. The customer's blood glucose level was unknown at the time of incident. Troubleshooting found that the pump cannot be cleared by holding down the act button. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, unable to perform occlusion test and excessive no delivery test due to prime anomaly. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind test. The insulin pump had minor scratched display window and cracked reservoir tube lip.